Manufacturer narrative:
Complaint c26-029 was received on (B)(6) 2026. Follow-up information confirmed that the reported event did not result in patient injury or clinically significant impact on the planned treatment. The device was serviced and repaired. The fuse holder and fuse carrier were replaced. Functional testing and electrical safety testing were successfully completed, and the device was returned to service. No additional findings were identified. A supplemental report will be submitted if additional relevant information becomes available. The information provided by braincool represents all the known information available at this time.

Event description:
The customer reported that the iqool system would not turn on when attempting to initiate a targeted temperature management procedure on a patient. No patient injury was reported. The system was removed from service and replaced with another system. During subsequent service inspection, the fuse holder and fuse carrier were identified as faulty.